Event description:
Customer reported the sensor was having inaccurate readings. Customer's stated sensor was reading blood glucose at 200 mg/dl and she checked her blood glucose and it was 33 mg/dl. Customer stated the site was not actively bleeding. Customer current blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used sensor was tested and it passed per specifications with accurate readings. Visual inspection was performed and no anomalies were noted. The introducer needle passed per specifications.